Event description:
Related MFR number: 2916596-2023-00236 and 2916596-2023-00235. It was reported through the research article ¿bridging to transplant with heartmate 3 left ventricular assist devices in the new heart organ allocation system: an individualized approach¿ that heartmate 3 (hm3) may be associated with device infection, device thrombosis, right heart failure, aortic insufficiency, bleeding, hemolysis, arrhythmia, device malfunction, heart transplant and death. This retrospective study compared outcomes of patients listed with an implanted hm3 in the united network for organ sharing (unos) registry between jan2010 and dec2020 based on the new allocation system that took effect on (B)(6) 2018. 1,543 patients were divided into two groups: 449 patients were placed in the pre-allocation group, and 1049 patients were placed in the post-allocation group. Results found incidence of heart transplant one year after listing with unos was comparable between the two groups. 53.4% of the pre-allocation group and 50.7% of the post-allocation group received a heart transplant (p = 0.760) one year after listing with unos. Incidence of death or delisting due to worsening clinical status one year after listing with unos was also found to be comparable between the two groups: 5.0% of the pre-allocation group and 4.2% of the post-allocation group died or was delisted (p = 0.430) one year after listing with unos. A total of 998 patients were successfully bridged to transplant with their hm3, including 406 in the pre-allocation group and 592 in the post-allocation group. With regards to unos status at the time of transplant, 27 patients were status 1, 75 patients were status 2, 276 patients were status 3 and 214 were status 4. Results found 13 (48%) of the status 1 patients were upgraded on the unos transplant list due to arrhythmia. For the status 2 patients, 5 (7%) were upgraded on the unos transplant list due to ventricular tachycardia or ventricular fibrillation, and 18 (24%) were upgraded due to device malfunction. For the status 3 patients, 44 (15.9%) were upgraded on the unos transplant list for device infection, 7 (2.5%) were upgraded for right heart failure, 5 (1.8%) were upgraded for aortic insufficiency, 4 (1.4%) were upgraded for mucosal bleed, 4 (1.4%) were upgraded for device thrombosis and 1 (0.36%) was upgraded for hemolysis. 70.4% of patients were found to be successfully bridged to transplant without complications either as status 4 or using 30-day discretionary time.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data were collected between january 2010 and december 2020. Uriel, m. H., et. Al. (2023). Bridging to transplant with heartmate 3 left ventricular assist devices in the new heart organ allocation system: an individualized approach. The journal of heart and lung transplantation, 42(1), 124¿133. Https://doi.org/10.1016/j.healun.2022.08.022. Columbia university irving medical center, new york, new york; weill cornell medical center, new york, new york. Manufacturer's investigation conclusion: the report of device malfunctions could not be conclusively determined through this evaluation. The literature review entitled, ¿bridging to transplant with heartmate 3 left ventricular assist devices in the new heart organ allocation system: an individualized approach¿ was received. The study stated that in addition to recent changes in the left ventricular assist device (lvad) field, a new heart allocation system was implemented on october 18, 2018. This study sought to analyze trends in the use of durable lvads as bridge to transplant (btt) in groups pre- and post- new heart allocation system, compare waitlist and post-transplant outcomes of patients with heartmate (hm) 3 lvads in the old and new heart allocation system, and determine risk factors associated with high-risk after btt with the hm3 lvad. Adult patients (=18 years old) listed with an implanted hm3 in the united network for organ sharing (unos) registry, that were waitlisted or transplanted between jan2010 and dec2020 were included in this study. The hm3 patients were then stratified based on the date of their transplant listing (prior to/on or after 18oct2018) into pre-allocation and post-allocation groups. Of the 1,543 patients with an hm3 lvad who were waitlisted, 449 patients were placed in the pre-allocation group, and 1049 patients were placed in the post-allocation group. Of the 998 patients who were bridged to transplant with an hm3 lvad, 406 patients were placed in the pre-allocation group, and 592 patients were placed in the post-allocation group. With regards to unos status at the time of transplant, 27 patients were status 1, 75 patients were status 2, 276 patients were status 3 and 214 were status 4. Results found that 18 (24%) of the status 2 patients were upgraded due to device malfunction. This study also revealed that the new heart allocation system resulted in an approximate 30% decline in durable lvads used at listing and transplantation, and risk factors including old age, ischemic heart failure (hf), poor functional status, poor renal function, elevated pulmonary hypertension, and increased body mass index were found to be associated with poor post-transplant survival in patients bridged with the hm3. The study concluded that while the utilization of durable devices as bridge to transplantation have declined under the new heart allocation system, bridging with hm 3 lvad remains a safe strategy in carefully selected patients. The bridging decision should be individualized and based on patient clinical risk factors, which can help improve patient outcomes. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device malfunctions as potential events that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 IFU and patient handbook also instruct the user to call their hospital contact if they think, for any reason, that any portion of the equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.